Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you know the product name, code and/or lot number used in 2010? If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unspecified procedure in 2010 and mesh was implanted. The patient reported, since her initial surgery, she has undergone three different surgeries due to implant complications; primarily for pain and scar tissue formation. She continues to have pain with the implanted mesh. Her surgeon has told her that they have removed all that they can and does not know if she will have future surgical procedures to help decrease the pain. Device availability unknown. Additional information has been requested.